Event description:
On (B)(6) 2010, the pt was implanted with an scs lead. The pt's lead migrated laterally and up one vertebral space. All stimulation was then on the pt's right side and in the ribs. On (B)(6) 2010, the lead was explanted and returned.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.